Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A leakage at the luer connection was reported. Report: leak. Was there any harm to the patient or healthcare professional? No. Date of the incident: (B)(6) 2026.